Manufacturer narrative:
Date sent: 06/29/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the device fired an incomplete staple line. Anastomosis completed by using sutures. No pt consequences were reported.